Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found faulty scope socket, top cover deformed and clogged, chassis deformed and rusted, front panel deformed and broken, switching devices had updated power switch (broken), lamp 500 or more hours, . The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source displayed error codes e101 and e102. The issue was found during set up, no patient or procedure were involved and no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: scope detection is not functioning. Olympus will continue to monitor field performance for this device.